Event description:
Additional information indicates that the right ventricular lead was dislodged.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, loss of capture and low sensing were observed on the right ventricular channel. The physician elected to explant and replace the lead and the patient was stable following.